Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.

Event description:
The user facility reported a 67-year-old female on impella cp for mechanical circulatory support. It was reported that while the patient was on impella cp support, the right lower leg was ischemic due to a smaller vessel size and the medical team decided to explant the impella cp as a result. It was reported the patient experienced bleeding at the impella access site. The preclose that had been deployed at the access site became synched and an additional preclose was deployed successfully. After successfully explanting the impella device, hemostasis was achieved and pulses returned to the right foot.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.